Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The inspection of the lead revealed a damaged insulation at 26 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular' first rib entrapment. During the further inspection, a bend in the distal part of the lead was noted which occurred most likely during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted because it was dislodged and had loss of capture. There were no adverse patient events reported. Should additional information be received, this file will be updated.